Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s front face separated from the device while worn on a belt clip during outdoor work, after which the user reattached the screen but the device did not function and required replacement. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included the user transitioning to backup therapy and continuing dexcom cgm use until receipt of a replacement. Investigation included collection of event details, confirmation of device function loss, and arrangement for device return. Investigation of the returned device revealed a hardware failure characterized by screen bezel separation leading to device inoperability, consistent with a device enclosure or display assembly issue. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from handling or external stress.